Event description:
Patient describes burning pain at her generator site whenever the boston scientific scs stimulator is turned up. The pain is local and worsens with higher stimulation. Of note, the system tested normally at the time of her revision. Since her revision she has lost coverage in the area of her pain, getting coverage at the levels above and below. She has lost contacts with her programming that were previously helpful, suggesting lead failure.